Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the DHR review. The calibration record states that the over temperature alarm switch was verified and passed. The device was received in good condition. Led broken off pcb. The visual inspection showed test alarms. The confirmed allegation was confirmed during functional testing. Physical damage to the pcb, the root cause was attributed to the customer. Actions taken to mitigate the issue: replace pcb board.

Event description:
It was reported that the hotline operates properly but the alarm indicators do not light and the alarm does not sound when the device has reached high operating temperatures, the tank is empty or when the disposable is not attached. No patient injury reported.